Event description:
During preparation for use for cardiopulmonary bypass procedure, the roller pump would power up, but did not rotate as expected. An alternate device was employed. There was no reported adverse consequence to the patient as a result of this event.

Manufacturer narrative:
Evaluation anticipated, but not yet begun.